Manufacturer narrative:
(B)(4). D10: item name#: unknown ceramic liner; item number#: unknown; lot number#: unknown. Item name#: arcos con sz a std 60mm; item number#: 11-301301; lot number#: 66991531. G2: foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision after sustaining a fall approximately 39 days postoperatively, resulting in dislocation of the ceramic-on-ceramic articulation. Attempts have been made and no further information has been provided.